Event description:
It was reported that at implant low sensing and high capture thresholds were observed and loss of capture was also noted post procedure. The lead was repositioned. The patient is asymptomatic, stable and will be followed normally.